Manufacturer narrative:
Both levels of qc passed within the last 24 hours. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with accu-chek inform ii meter serial number (B)(4). At 9:14 p.m. The meter produced an unknown error. The data management system showed a result of 600 mg/dl. This result was not believed. At 9:17 p.m. The patient was re-tested on the meter with a result of 137 mg/dl.